Event description:
It was initially reported that the high impedances were seen (>4000 ohms) all bipolar electrode pairs during a surgical procedure. It was noted that the procedure was to replace the implantable neurostimulator (ins) due to it being at end-of-life (eol). It was reported that ¿???¿ display was seen when running the impedance check. The impedances were re-run at ¿4¿ but combinations case to #0 and case to #3 and still observed the display ¿???¿. Follow up information received was unable to provide any further information regarding the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).